Event description:
It was reported that balloon ruptured occurred. The 15mm x 2.50mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).